Event description:
Same as manufacture# 6000093-2004-01113, 01114, 01130, 01131 and 01133. It was reported that during a coronary drug eluting treatment procedure in 2004, difficulty removing the balloon was encountered and a dissection occurred. The lesion being treated was a moderately calcified, 75% stenotic lesion in a moderately tortuous left anterior descending artery (lad). The physician successfully deployed a taxus express2 - 3.0 x 24 mm stent and a 2.75 x 24 mm stent in the lad. Upon removing both fully deflated balloons the physician felt resistance. The physician had to pull on the shaft of the catheters to successfully remove the balloons. While attempting to free the balloons a dissection occurred. The dissection was repaired with 4 other taxus stents. It is noted that multiple views were taken and the physician was satisfied with the results. Two days later the pt expired from unknown complication.

Event description:
The dissection was treated by placing a 3.00 x 24 mm, a 2.50 x 20 mm, a 2.50 x 16 mm and a 3.00 x 16 mm taxus express2 drug eluting stent.